Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The test contour next link meter communicated properly to the insulin pump. No remote frequency anomaly noted during testing. Device passed the self test. Device was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the buttons on the insulin pump are hard to press, specially the up and down arrow buttons. The customer did not recall any significant events leading to the keypad issue. She also stated she had issues with the meter not communicating with the insulin pump. Blood glucose value was 194 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.